Manufacturer narrative:
One device was received for investigation. The event history log shows downstream occlusion alarms. During functional testing, the reported complaint could not be duplicated. The most probable cause is a defective dso sensor. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was stated that there was downstream occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
A1: patient identifier; dg a3: patient sex; (B)(4). B5: additional information provided that there was a delay in infusion therapy; probably not harmful, but not quite clear. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event cannot be duplicated. Visual inspection and functional testing performed and found the probable cause is downstream occlusion sensor. The downstream occlusion was replaced.